Event description:
Patient presented to the or for normal eri change out. Externalized conductors were observed. Electrical testing of the lead was normal. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.